Event description:
Patient revised for irrigation and debridement exhume of femoral head for suspected infection. Frozen section at time of surgery resulted negative for acute inflammation.**update** (B)(4) 2012 - litigation papers allege severe pain and discomfort, difficulty ambulating and difficulty performing other activities of daily living.

Event description:
Patient revised for irrigation and debridement exhume of femoral head for suspected infection. Frozen section at time of surgery resulted negative for acute inflammation. Update - (B)(4) 2012 - litigation papers have been received. The MDR decision was updated due to the pending litigation. Update - (B)(4) 2012 - medical records were received. The primary operative report indicated that a small split in the calcar was noted after insertion of the stem which required an additional procedure on (B)(6) 2008 due to pain. The stem was left implanted; the cable was removed. The stem was added to the complaint. Records are available on external hard drive if needed for further review. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. The investigation has been reopened. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers have been received. The MDR decision was updated due to the pending litigation. The device associated with this report was not returned. A search of the complaint database found no additional reports for the reported part and lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Update: (B)(4) 2012 - medical records were received. The primary operative report indicated that a small split in the calcar was noted after insertion of the stem which required an additional procedure on 7/23/2008 due to pain. The stem was left implanted; the cable was removed. The stem was added to the complaint. Records are available on external hard drive if needed for further review. Records are available on external hard drive if needed for further review. Doi: (B)(6) 2006 - dor: (B)(6) 2008 (head exchange only). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).